Event description:
Patient hospitalized after 4 treatments with high fever and lower abdominal pain. Diagnosed with pancreatitis and a central venous catheter (cvc) infection. Treated with antibiotics and cvc discontinued. Patient's symptoms resolved and he was discharged after 3 days.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship because the patient would not have had this central line he had not been undergoing prosorba treatment. It is not clear whether the episode of pancreatitis was in any way related to prosorba treatments.